Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one of the photographs only showed the label was visible. Visual inspection of the other photograph showed the injection point of the injection molding of the end cap was seen in the marked area. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 17l set, an external leak was observed. It was reported the set was replaced to continue treatment and the user was in ¿good condition¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.